Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vaso view hemopro vh-3500 jaws were not cauterizing directly out of the box at the beginning of the case. All trouble shooting measures were taking by trading out power cords and power supply, etc. The case was completed by opening a new device without incident and no harm or additional follow-up for the patient. No patient harm was reported, as there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10 the lot # 3000234005 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. H3 other text : device not returned.